Manufacturer narrative:
No returns were made available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and inspected the analyzer. Several parts were replaced, with the fse determining that the reagent syringe seal tip #1 was the cause of the customer issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual provides information to address the current customer issue. A single definitive cause for the current customer concern was not identified. The fse replaced multiple parts including the reagent syringe seal tip #1 through normal troubleshooting activities outlined in the operations manual. There is insufficient information to reasonably suggest a malfunction of the reagent syringe seal tip #1 (list number (B)(4)) occurred. Neither a deficiency of the part nor the architect c16000 were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports an issue with imprecision of the clinical chemistry magnesium assay run on an architect c16000 analyzer. The customer states that since (B)(6) 2015 they have had incidents where a patient sample generates an initial result of greater than 6.0 mg/dl. Their current protocol is to retest samples that generate results greater than 6.0 mg/dl in duplicate. The customer reports that when retesting is performed, results will be approximately 2.0 mg/dl. The customer also provided one example: patient #1: initial results of 1.10 and 2.02 mg/dl with retests of 1.98 and 1.99 mg/dl. The customer uses a normal reference range of 1.8 - 2.6 mg/dl. This issue is not seen on the other architect isystem in their lab. The customer has attempted numerous troubleshooting procedures but is unable to resolve this issue. A service call has been initiated. No suspect results have been reported from the lab with no patient impact.